Event description:
The pt underwent implantation of a neurostimulation system for pain in 2000. The pt felt a shock when the device went fron on to off. The pt underwent explantation of the device in 2001. The device was returned to the MFR for analysis.